Event description:
The day of implantation via sternotomy approach the patient experienced uncontrolled bleeding and right heart failure requiring temporary placement of an rvad. In addition to the hvad implant, surgery included a mitral valve replacement and insertion of an internal cardioverter defibrillator. She remained in the operating room for an extended period of time for management of complications and received large volumes of blood products. Ten days post hvad implantation a CT scan confirmed that the patient experienced a subdural hematoma. All anticoagulation therapy was held except heparin. Approximately one week later clinical evidence of increased intracranial pressure and CT scan results which revealed increased bleeding prompted the medical team to take the patient to the operating room for craniotomy with posterior external ventricular drain (evd). Anticoagulation was reversed with fresh frozen plasma. On post-operative day 1 the patient remained stable with a mean arterial pressure (map) of 60-65 and ptt target of 30 seconds. The following day, a subsequent CT scan revealed worsening subdural hematoma and increasing intracranial pressure and the patient was taken back to the operating room for clot removal and placement of a small external drain in the dural space. The dural drain was removed several days later but the evd remained to monitor and drain csf. A low dose heparin infusion was restarted with heparin assay of 0.1-0.3. The last report received by the clinical specialist indicated that the patient recently started seizing again and her most current eeg showed minimal brain activity. A neurology consult and repeat eeg are scheduled for the tomorrow. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a hemorrhagic cerebrovascular accident on (B)(6) 2014. The medical team emergently performed a craniotomy. On (B)(6) 2014 a computerized tomography (CT) scan revealed worsening subdural hematoma and increasing intracranial pressure. The patient was taken back to the operating room for clot removal and placement of a small external drain in the dural space. The patient started experiencing seizures on (B)(6) 2014. Care was withdrawn on (B)(6) 2014 due to minimal brain activity. An autopsy was not performed. The pump was not returned to the manufacturer for analysis. Bleeding, stroke, and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.